Manufacturer narrative:
The returned device was evaluated and the pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were observed. The exact cause of the reported unsure properly inserted event could not be determined. The pod was received with the needle mechanism assembly deployed and it was not observed to be bent or kinked. No problem was found regarding the reported bent/kinked event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s906usqs8fyf2 hardware: sm-s906u cgm sensor type: g6.

Event description:
It was reported that the patient's blood glucose level rose to over 464 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports upon removal of the pod the cannula was found to be bent.